Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete the expiration date is not currently available.

Event description:
It was reported by an affiliate that during a rotator cuff repair - (B)(6) hospital on (B)(6) 2018. The patient had exceptionally hard bone, on insertion the force of insertion of the anchor caused the anchor inserter tip to snap off in situ. Metal inserter tip removed, anchor left in situ and procedure carried on. 10 min delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were provided of the broken inserter shaft however no pictures were provided of the broken implant. This complaint is not confirmed. It was reported that the implants broke during insertion the user stated the patient had ¿exceptionally hard bone¿ which could¿ve contributed to the breakage. Although a possible root cause was listed a specific root cause could not be determined the DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).